Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one-piece. A visual examination revealed the helix retracted and clogged with blood and tissue. An x-ray examination of the helix mechanism revealed the helix bent, stretched and the inner coil over torqued at the connector region consistent with procedural damage. The cause of the reported event of helix mechanism issue was isolated to the helix being damaged and the over torqued inner coil inside the connector region. The reported event of inadequate capture was not confirmed. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. No other anomalies were noted on the lead body.

Event description:
It was reported that high capture threshold was observed on the right ventricular (rv) lead during an in clinic follow-up. Additionally, the rv lead was revealed to be dislodged. During the repositioning procedure, the helix was unable to extend. As a result, the lead was explanted and replaced to resolve the event. The patient was in stable condition and no allegation of malfunction was made against the lead.